Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to the manufacturer/third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. During the evaluation, the customer complaint was confirmed, and technical findings were found. The top enclosure and power button were damaged. The ui panel was scratched and replaced. The o ring and pressure seals were reseated.